Event description:
It was reported to boston scientific corporation on may 8, 2008 that a corflo cubby low profile gastrostomy device was used during a percuatneous endoscopic gastrostomy (peg) procedure performed approx a month prior (patient age, gender and weight are unknown.) According to the complainant, approximately 3 weeks after placement of the device, the right angle feeding tube became detached from the adapter. The raised dot of the adapter also became damaged. The device was replaced with a different device (device unknown). No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual inspection of the returned device revealed that the tab on the right angle connector was broken off and the y luer was no longer bonded to the tubing. It has been deemed that on previous investigations of bond failures that this appears to be due to human error (not applying enough bonding solution or incorrect technique).